Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and the initial reporter's name. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that programmer interrogation of this pacemaker was unsuccessful. It was noted that the device had not been checked in 10 years, and there was no magnet response with no paced complexes on the monitor. Technical services (ts) discussed troubleshooting options including optimal wand placement, however it was possible this pacemaker battery was at end of life (eol). This pacemaker remains implanted. No adverse patient effects were reported.